Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Receiver boot was performed and failed due to receiver was perpetually rebooting. A review of the receiver logs was not performed. The allegation was confirmed. The reported allegation was not found. No injury or medical intervention was reported.